Event description:
A us distributor returned a monitor indicating that the response buttons were defective.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) was confirmed. Upon eval, the rear response button was missing. The root cause of the missing response button is physical abuse. No adverse event resulted from the missing response button.